Manufacturer narrative:
Number 510k: 1 unknown plate trauma (side plate)/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown but occurred in 2015. Explant date is not applicable since revision occurred. Complainant part is not expected to be returned for manufacturer. Review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of a dynamic helical hip system (dhhs) on (B)(6) 2017 due to avascular necrosis. One 4.5 cortex screw, two 5.0 locking screws, one side plate, one helix blade, and one compression screw were removed intact. The implants were originally implanted in (B)(6) on an unknown date in 2015. The patient was revised to a stryker total hip. The surgery was successfully completed with no delay and good patient outcome. This report is for 1 unknown plate trauma (side plate). This report is 3 of 5 for (B)(4).